Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G4: date received by manufacturer . G7: type of report, follow-up number. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: event problem and evaluation codes. H10: additional narrative: the imp,tsv,4.1mm,sbm,10 (tsv4b10) was returned. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on tooth # 27 (fdi) and used for approximately 8 months. The reported event could not be recreated due to the nature of the dental device and event (medical condition). Device history record (DHR) review was completed for the subject lot number 1220139. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1220139) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). One imp,tsv,4.1mm,sbm,10 (tsv4b10) was returned for inspection attached to a mating cover screw. Inspection of the returned device notes signs of wear and debris about the threads and drive feature. Device measured to specifications. No pre-existing conditions were noted on the per. The reported product was located on tooth 27 (fdi) and used for approximately 8 months. The reported event could not be recreated due to the nature of the dental device and event (medical condition). Device history record (DHR) review was completed for the subject lot number 1220139. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1220139) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided.

Event description:
It was reported that dental implant tsv4b10 at dental site 27 was removed due to pain and an abscess.